Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right external iliac artery. The wanda pta balloon dilatation catheter was advanced to the lesion over a 0.035" non bsc guide wire. The balloon was inflated twice; the first inflation to 2 atmospheres and the second inflation to 4 atmospheres. Upon withdrawal of the balloon catheter, it was noted that it had become stuck on the guide wire. The devices were removed together as a unit. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right external iliac artery. The wanda pta balloon dilatation catheter was advanced to the lesion over a 0.035" non bsc guide wire. The balloon was inflated twice; the first inflation to 2 atmospheres and the second inflation to 4 atmospheres. Upon withdrawal of the balloon catheter, it was noted that it had become stuck on the guide wire. The devices were removed together as a unit. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the device was returned with a 0.036¿ guide wire trapped inside the lumen of the shaft. The balloon was folded, but not wrapped around the shaft of the device. An attempt made to remove the guide wire was unsuccessful. In order to dissolve build up of dried contrast media in the lumen, the device was immersed in warm water with mucasol. The devices were then able to be separated. A 0.035" guide wire was able to be passed through the lumen of the device with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of "not confirmed" was assigned to this investigation as the returned device showed no evidence of either the alleged issue or any defect which would have contributed to the event. (B)(4).